Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [concentration unknown] at a dose of 200 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the hcp determined during examination that a rotor stall occurred. It was noted that an MRI examination was performed on (B)(6) 2019. The hcp reprogrammed the pump but the stall remained. At the time of the report the issue was not resolved and the pump remained implanted, but surgical intervention was planned. The patient status was alive without injury. No further complications were reported or anticipated.